Event description:
The facility reported a colleague infusion pump with a 570 failure code. There was no report of when, or in which care area, this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of a 570 failure code was attributed to faulty main batteries as a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570 was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to a depleted battery. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.